Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to be fractured following an inappropriate shock. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to be fractured following an inappropriate shock. This electrode was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 266 millimeters from the terminal end. Visual examination identified sharp curves in the electrode body in the regions approximately 24.5 and 27.4 millimeters (mm) from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed inappropriate shock.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to be fractured following an inappropriate shock. This electrode was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.